Event description:
The device was removed due to "an inability pump up the device or retain rigidity", secondary to " erosion of the true-lock connector". The connector to the reservoir component only was removed and replaced. 1/13/97-upon receipt of the operative report, it stated..."dysfunctional penile prosthesis, eroded connector component to prosthetic reservoir. Repair and replacement of the dysfunctional prosthesis by removal of the defective connector, thorough irrigation with both bacitracin solution annd saline of all components, reestablishment of prosthetic continuity and repair". Description of the procedure:... "The reservoir connector was identified and inspected and found to have roded through tubing and this was the point of leakage. The connector was removed after careful dissection proximally toward the reservoir and distally toward the pump along the silicone connector tube was accomplished". The pump, cylinder and reservoir component were all left inplace from the initial implant date.